Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device could not be interrogated. Unable to establish telemetry. Appropriate pacing could not be confirmed on the EKG but was confirmed by magnet. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.